Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: bone graft. Medical product: walker. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by that the patient stated she experienced pain while using the bhs unit. Pain started first time she used the unit. The patient received unit 3/29/21 for a left ankle failed fusion. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient says the pain is on the surface and below. The patient spoke with her doctor. The doctor stated that he was not sure if pain is from the unit, the bone stim is to heal the bone not for tissue. The doctor advise her to continue using unit. The patient states that she took ibuprofen and percocet for the pain. The patient was advised to conduct a time test at one hour increments after she is pain free, treat 1 hour per day for the first three days. If she does not experience any pain then she should increase time by 1 hour each day going forward. Also, she was advise her to call back with any issues during the time test. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient stated she experienced pain while using the bhs unit. Pain started first time she used unit patient received unit (B)(6) 2021 for left ankle failed fusion pain level is 10 pain is on the surface and below. Spoke with her doctor and was told he not sure if pain is from unit became the bone stim is to heal the bone not for tissue. Doctor advise her to continue using unit. States she took ibuprofen and percocet for pain. Advise her to conduct a time test at one hour increments after she is pain free treat 1 hour per day for the first three days if she do not experience any pain she should increase time by 1 hour each day after that. Advise her to call back with any issues during the time test. No additional patient consequences have been reported. The bhs assembly was not returned for further evaluation.